Manufacturer narrative:
The device was returned due to infection. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable. Longevity assessment found the device operating above the elective replacement indicator (eri) level and within expected longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a pacer-dependent patient attended a follow-up clinic visit due to an unspecified infection. The entire system, including the pacemaker, right ventricular leads, right atrial lead, and left ventricular lead, was removed. The removed pacemaker was attached to the neck and linked to a new temporary right ventricular lead via the internal jugular vein. On 29jul2024, both the pacemaker and the temporary right ventricular lead were removed, and a new system was put in place. The patient experienced no adverse effects.

Event description:
It was reported that a pacer-dependent patient attended a follow-up clinic visit due to an unspecified infection. The entire system, including the pacemaker, chronic right ventricular lead, and the right ventricle lead that was capped on (B)(6) 2023, along with the right atrial and left ventricular leads, were removed. The removed pacemaker was attached to the neck and linked to a new temporary right ventricular lead via the internal jugular vein. On (B)(6) 2024, both the pacemaker and the temporary right ventricular lead were removed, and a new system was put in place. The patient experienced no adverse effects.

Manufacturer narrative:
Correction: the correct event description in section b5 should have been "it was reported that a pacer-dependent patient attended a follow-up clinic visit due to an unspecified infection. The entire system, including the pacemaker, chronic right ventricular lead, and the right ventricle lead that was capped on (B)(6) 2023, along with the right atrial and left ventricular leads, were removed. The removed pacemaker was attached to the neck and linked to a new temporary right ventricular lead via the internal jugular vein. On (B)(6) 2024, both the pacemaker and the temporary right ventricular lead were removed, and a new system was put in place. The patient experienced no adverse effects" rather than "it was reported that a pacer-dependent patient attended a follow-up clinic visit due to an unspecified infection. The entire system, including the pacemaker, right ventricular leads, right atrial lead, and left ventricular lead, was removed. The removed pacemaker was attached to the neck and linked to a new temporary right ventricular lead via the internal jugular vein. On (B)(6) 2024, both the pacemaker and the temporary right ventricular lead were removed, and a new system was put in place. The patient experienced no adverse effects." The correct implant date of the pacer should have been (B)(6) 2023.